Manufacturer narrative:
E1, initial reporter first name, (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the right coronary artery (rca). A 3.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation, at 12 atm for 2 seconds, the balloon ruptured. The device was successfully removed, no patient complications were reported.